Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that an unspecified bd pen needle broke at the cannula during use. The following was reported by the initial reporter: "it was reported that needle broke off in side during injection. Verbatim: from phone call on 2021-04-01 13:54:22: consumer reported needle break when taking injection stated, she went to urgent care. Stated, needle did not show up on x-ray. Stated, doctor advised to monitor site and if she should experience any swelling or irritation, she should make appointment to follow up. No bruising or swelling. Does not re-use and rotates injection sites. Consumer did not have product information available, stated, when she sends in sample, we can see lot at that time. Sample: yes cl. Information from email sent, copied and pasted below: email received 2021-03-29 08:49:25 a customer named ______ called and left a voicemail. She stated when she was giving herself a shot that the needle broke in her side. She did not provide the item number."

Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified bd pen needle broke at the cannula during use. The following was reported by the initial reporter: "it was reported that needle broke off in side during injection. Verbatim: from phone call on (B)(6) 2021, 13:54:22: consumer reported needle break when taking injection. Stated, she went to urgent care. Stated, needle did not show up on x-ray. Stated, doctor advised to monitor site and if she should experience any swelling or irritation, she should make appointment to follow up. No bruising or swelling. Does not re-use and rotates injection sites. Consumer did not have product information available, stated, when she sends in sample, we can see lot at that time. Sample: yes. Cl. Information from email sent, copied and pasted below: email received on 2021-03-29, 08:49:25. A customer named [blank] called and left a voicemail. She stated when she was giving herself a shot that the needle broke in her side. She did not provide the item number."